Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, it was reported by a sales representative via (B)(4) that an ar-200m motor with cable was broken. There was a cut in the cord. This was discovered during the case with no patient harm.